Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the tined passive atrial lead was difficult to get to stay in place in the atrium as the patient had recently had open heart surgery. The lead was removed and the physician decided to replace the passive fixation lead with an active fixation lead. No patient complications have been reported as a result of this event.